Manufacturer narrative:
This report is associated with (B)(4), ultra corega flavor free. Ultra corega flavor free is marketed as super poligrip in the us.

Event description:
Death [death] case description: this case was reported by a consumer via call center representative and described the occurrence of death in a female patient who received double salt dental adhesive cream (ultra corega flavor free) cream for drug use for unknown indication. On an unknown date, the patient started ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega flavor free, the patient experienced death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death to be related to ultra corega flavor free. Additional information: the action taken with ultra corega flavor free is not applicable. The report was about a female patient (age, weight and height not reported) who was using ultra corega flavor free (batch number and expiration date not reported) and six months ago, died (the specific date was not reported).